Event description:
The iab was inserted into the pt on 8/24/97. On 8/25/97 after iabp for less than 24 hours, the iab leaked and the iab was removed. No second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - reported 8/28/97.) (Pt's current status: unk - rpt'd 8/28/97.)